Manufacturer narrative:
Concomitant product(s): a 5076 lead, implanted: (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead post-operatively dislodged. The lead was repositioned and remains in use. It was also reported that the chronic left ventricular (lv) lead dislodged and was not capturing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.